Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Event description:
Caller reported blood glucose results of 90 mg/dl and 200 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.